Manufacturer narrative:
History: the port was returned with a reported "disengagement of the catheter." Four days after implantation, it was determined that the catheter had disengaged from the port body. The report stated that the "locking sleeve" remained on the port outlet tube. Analysis: the port was returned with the catheter lock and attached locking sleeve. The catheter was returned, detached, and cut into 7 pieces. Ranging in size from 2cm to 7cm. All ends of the pieces were cut squarely. The returned pieces were dimensionally characterized and found to be within mfg tolerances. The locking sleeve had been advanced onto the catheter lock further than cvi mfg specs. The returned pieces of the catheter were visually inspected, under magnification, and no evidence of bruising or deformation indicative of a correct connection was found. One piece of catheter exhibited some deformation at its approximate mid-length. Conclusion: the advancement of the locking sleeve along the length of the catheter lock could be caused by excessive force being used to push the lock onto connector tube. The lack of marking or bruising of the catheter would indicate that the catheter was not advanced over the ring on the port outlet tube. Not advancing the catheter past the ring before attaching the catheter lock is contrary to the IFU. This improper connection, in conjunction, with the relatively "active" implantation area would most likely lead to a disconnection of the catheter. Catheter placement and proper positioning of the locking sleeve on the port outlet tube are illustrated under single chamber models "general instructions" in the "suggested instructions for use" (package insert). Improper catheter connection may result in a possible disconnection as indicated under "general instructions" in the "suggested instructions for use" (package insert).

Event description:
"An examination exhibited disengagement of the catheter from the port, and that the catheter had migrated to the pulmonary artery due to blood flow." Catheter was retrieved, no complications to pt.